Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (w3599-04) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported via the (B)(6) study that the (B)(6) female patient with a history of smoking, dizziness, renal fibrosis, sickle cell anemia presented with a recurrent midline basilar artery aneurysm that was previously treated with coil embolization on (B)(6) 2018 with non-cerenovus coils underwent a follow-up diagnostic angiogram in (B)(6) 2019 which demonstrated persistent filling of the aneurysm. The patient was offered retreatment and elected to pursue intervention. The patient presented with a midline basilar artery aneurysm with maximum diameter of 5.1 mm. The dome height was 5.1 mm; aneurysm neck size of 5 mm. The parent vessel diameter was 2.9mm, and the dome to neck ratio was 1 mm underwent the pulserider stent-assisted embolization index procedure on (B)(6) 2019, to treat the residual aneurysm. The prowler select plus 150/5cm microcatheter (606s255x / 30051295) was first positioned just below the basilar apex, slightly proximal to the neck of the aneurysm; the pulserider y 3 mm, 10 mm arch (311dct / w3641-06) aneurysm neck reconstruction device (anrd) was advanced to the basilar apex. An attempt was made to position the device across the proximal p1 segment of both posterior cerebral arteries. Under fluoroscopic visualization, repeated attempts were made but the device did not achieve optimal position. The device could not be positioned appropriately in an extra-aneurysmal position or even if one leaflets inside the aneurysm despite multiple attempts to reposition and torque it. The device was removed from the patient. After review of the working measurements, the pulserider y 3 mm, 8 mm arch (301dct / w3599-04) anrd was selected and advanced to the target aneurysm and the device was successfully positioned such that one arm of the device extended across the p1 segment of the right posterior cerebral artery and the other arm of the device extended across the p1 segment of the left posterior cerebral artery, immediately below the neck of the aneurysm. Control angiography was performed which demonstrated the pulserider to have spontaneously withdrawn from the aneurysm into a more proximal position without manipulation. The pulserider was subsequently repositioned into the previous appropriate position and an sl-10® microcatheter (stryker) was positioned within the neck of the aneurysm. An attempt was made to deploy a 5mm x 15m hydroframe® (microvention) coil via the sl-10 microcatheter into the aneurysm, but the pulserider was again pushed back out into a more proximal position. Multiple attempts were made to maneuver the pulserider into proper position, but this was not successful. The sl-10 microcatheter was unable to be withdrawn easily from the pulserider and the coil was removed. Both the microcatheter and pulserider were withdrawn into the more proximal basilar artery and extreme force had to be applied to remove the microcatheter from the device. Ultimately, the decision was made to abort placement of the pulserider device and the device was removed. The decision was made to proceed with stent-assisted coil embolization of the aneurysm utilizing two lvis® jr. Stents (microvention) via the prowler select plus microcatheter. A 3.5 mm x 23 mm lvis® jr. Stent was advanced through the prowler select plus microcatheter under high magnification fluoroscopic roadmap guidance to the basilar apex. The stent was then positioned from the proximal left p1 segment to the distal segment of the basilar artery. Follow-up control angiography demonstrated the stent to be well-apposed to the wall of the vessels with no evidence of compromised flow. Stent-assisted coil embolization was initiated and six coils: 4 hydrosoft® coils (microvention) and 2 galaxy g3 coils (cerenovus) were then placed into the aneurysm. Control angiography demonstrated the coil to be well-seated in the aneurysm sac and the parent vessel to be widely patent. Following placement of the final coil, a second 3.5 mm x 28 mm lvis® jr. Stent was deployed through the prowler select microcatheter under high magnification fluoroscopic roadmap guidance from the proximal portion of the right p1 segment to the distal portion of the basilar artery. Follow-up control angiography demonstrated the stent to be well-apposed to the wall of the vessels with no evidence of compromised flow. Both stents appeared well-apposed to the wall of the parent vessels. There were no distal branch occlusions observed. Final follow-up control angiograms demonstrated the coil mass to be well-seated in the aneurysm sac and the parent vessel to be widely patent; although there was a small loop of an unspecified coil within the parent artery without compromise of flow. There was a small amount of residual filling of the aneurysm, but the stents remained in a good position and were well-apposed to the vessel walls. The patient did not experience any additional adverse events and was discharged home the following day, on (B)(6) 2019. There was no report of a size difference between the pulserider product label and the actual product dimensions. It was further stated that ¿the 8mm device fit but just didn¿t stay in the appropriate position¿.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report the make a correction on the lot number of the pulserider y 3 mm, 8 mm arch aneurysm neck reconstruction device (anrd). Originally, the lot number was documented as w3599-04. The correct lot number is w3599-05. A review of manufacturing documentation associated with this lot (w3599-05) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: it was reported via the napa ide study that the 39-year-old female patient with a history of smoking, dizziness, renal fibrosis, sickle cell anemia presented with a recurrent midline basilar artery aneurysm that was previously treated with coil embolization on (B)(6) 2018 with non-cerenovus coils underwent a follow-up diagnostic angiogram in (B)(6) 2019 which demonstrated persistent filling of the aneurysm. The patient was offered retreatment and elected to pursue intervention. The patient presented with a midline basilar artery aneurysm with maximum diameter of 5.1 mm. The dome height was 5.1 mm; aneurysm neck size of 5 mm. The parent vessel diameter was 2.9mm, and the dome to neck ratio was 1 mm underwent the pulserider stent-assisted embolization index procedure on (B)(6) 2019, to treat the residual aneurysm. The prowler select plus 150/5cm microcatheter (606s255x / 30051295) was first positioned just below the basilar apex, slightly proximal to the neck of the aneurysm; the pulserider y 3 mm, 10 mm arch (311dct / w3641-06) aneurysm neck reconstruction device (anrd) was advanced to the basilar apex. An attempt was made to position the device across the proximal p1 segment of both posterior cerebral arteries. Under fluoroscopic visualization, repeated attempts were made but the device did not achieve optimal position. The device could not be positioned appropriately in an extra-aneurysmal position or even if one leaflets inside the aneurysm despite multiple attempts to reposition and torque it. The device was removed from the patient. After review of the working measurements, the pulserider y 3 mm, 8 mm arch (301dct / w3599-04) anrd was selected and advanced to the target aneurysm and the device was successfully positioned such that one arm of the device extended across the p1 segment of the right posterior cerebral artery and the other arm of the device extended across the p1 segment of the left posterior cerebral artery, immediately below the neck of the aneurysm. Control angiography was performed which demonstrated the pulserider to have spontaneously withdrawn from the aneurysm into a more proximal position without manipulation. The pulserider was subsequently repositioned into the previous appropriate position and an sl-10® microcatheter (stryker) was positioned within the neck of the aneurysm. An attempt was made to deploy a 5mm x 15m hydroframe® (microvention) coil via the sl-10 microcatheter into the aneurysm, but the pulserider was again pushed back out into a more proximal position. Multiple attempts were made to maneuver the pulserider into proper position, but this was not successful. The sl-10 microcatheter was unable to be withdrawn easily from the pulserider and the coil was removed. Both the microcatheter and pulserider were withdrawn into the more proximal basilar artery and extreme force had to be applied to remove the microcatheter from the device. Ultimately, the decision was made to abort placement of the pulserider device and the device was removed. The decision was made to proceed with stent-assisted coil embolization of the aneurysm utilizing two lvis® jr. Stents (microvention) via the prowler select plus microcatheter. A 3.5 mm x 23 mm lvis® jr. Stent was advanced through the prowler select plus microcatheter under high magnification fluoroscopic roadmap guidance to the basilar apex. The stent was then positioned from the proximal left p1 segment to the distal segment of the basilar artery. Follow-up control angiography demonstrated the stent to be well-apposed to the wall of the vessels with no evidence of compromised flow. Stent-assisted coil embolization was initiated and six coils: 4 hydrosoft® coils (microvention) and 2 galaxy g3 coils (cerenovus) were then placed into the aneurysm. Control angiography demonstrated the coil to be well-seated in the aneurysm sac and the parent vessel to be widely patent. Following placement of the final coil, a second 3.5 mm x 28 mm lvis® jr. Stent was deployed through the prowler select microcatheter under high magnification fluoroscopic roadmap guidance from the proximal portion of the right p1 segment to the distal portion of the basilar artery. Follow-up control angiography demonstrated the stent to be well-apposed to the wall of the vessels with no evidence of compromised flow. Both stents appeared well-apposed to the wall of the parent vessels. There were no distal branch occlusions observed. Final follow-up control angiograms demonstrated the coil mass to be well-seated in the aneurysm sac and the parent vessel to be widely patent; although there was a small loop of an unspecified coil within the parent artery without compromise of flow. There was a small amount of residual filling of the aneurysm, but the stents remained in a good position and were well-apposed to the vessel walls. The patient did not experience any additional adverse events and was discharged home the following day, on (B)(6) 2019. There was no report of a size difference between the pulserider product label and the actual product dimensions. It was further stated that ¿the 8mm device fit but just didn¿t stay in the appropriate position¿. The pulserider y 3 mm, 8 mm arch was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile pulserider y 3 mm, 8 mm arch was received contained in a pouch. The device underwent visual inspection. The delivery wire was inspected and observed to be kinked. The pulserider stent was received outside of the introducer still attached to the delivery wire and without any damage; the stent was inspected, and residues of dried blood were observed. The delivery wire and the pulserider stent underwent microscopic inspection. The delivery wire was confirmed kinked and the pulserider stent was confirmed in good condition, without any damage. A lab sample syringe was used to flush the received device. The delivery wire was inserted into the introducer until the pulserrider stent became exposed. There was resistance/fiction felt in the area where the kinked section was observed on the delivery wire when this was passing through the introducer. A review of manufacturing documentation associated with this lot (w3599-04) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue related to the difficulty in deployment with the inaccurate placement of the pulserider y 3 mm, 8 mm arch could not be confirmed through functional testing due to the condition of the returned device; the delivery wire was kinked. In addition, the issue with placement is dependent on the tortuosity of the parent vessel and characteristics of the target aneurysm, the environment of the product analysis lab is not able to replicate a similar environment to conduct testing related to the ease and accuracy of device placement. The kink observed in the delivery wire suggest that the device had force exerted on it; this might have occurred during the multiple attempts to maneuver the pulserider device back into proper position before the decision was made to abort the placement of the pulserider device and proceed with stent-assisted coil embolization. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 5/24/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.